Event description:
(B)(4). Event occurred in the united states. The patient reported, that the set spit into two (infusion set tubing came apart), an hour ago after exercise at the time of this report. The detachment occurred at the tubing connector. Reportedly, there was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.